Event description:
During an ercp procedure, a swenson wire-guided sphincterotome was being used to perform a sphincterotomy. During the procedure, the cutting wire broke. A piece of the cutting wire reportedly detached inside the patient. Information the company received indicated that an attempt was made to retrieve the detached piece of wire. However, the outcome and method has not yet been provided. It was reported that the patient is doing well.